Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw was unable to be gripped. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information was received. It was reported the surgeon was in the neurosurgery portion, and the complaint was one screw was not able to gripped. The distributor reported the screw did not fracture, the screw head is damaged.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional. Complaint sample was evaluated and the reported event was confirmed. The screw was visually evaluated and found to show signs of use. The threads appeared to be in good condition, but the cross-drive on the head of the screw was worn. The screw was functionally tested for retention using a driver and blade. The blade was inserted into the driver and the screw, then the assembly was lifted by the screw to verify the cross-drive feature could support the weight of the blade and driver. The screw failed this retention test, therefore, the complaint is confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the damage to the cross slots through potential excessive force. Potential contributing factors are using a worn or incorrect blade and incorrect alignment of the blade and screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.